Event description:
The customer reported "plug is very loose and has to hold it still to keep the connection for the pump to charge at all". There was no reported adverse impact to the customer. The customer then declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.